Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that she had been experiencing high blood glucose in the 300 and 400 mg/dl range for the last few days. Blood glucose value the night before was 381 or 385 mg/dl. The customer stated that she received this insulin pump as a replacement and could not program the settings; the emergency medical technician went to her house and assisted her with programming the insulin pump. She also stated that the emergency medical technician stripped the battery cap but they were able to remove it and change the battery. The customer did not receive medical attention; she was only assisted with the settings. The customer stated she had not been using the insulin pump lately and after it was programmed, she was unable to get past the fill tubing step. Most recent reading was 369 mg/dl. The customer was assisted with completing prime and was advised that a battery cap replacement would be sent.